Event description:
Crd_964 - catalyst ide study. (B)(6). It was reported that on (B)(6) 2021, a 22mm amplatzer amulet ide was selected for an implant. A 12f amplatzer torqvue delivery system was utilized over the wire while the amplatzer amulet was prepped. A pigtail catheter was inserted, over the wire into the laa. A laa angiogram was obtained and the non-abbott device was removed. The amulet was advanced and positioned in the laa. Measurements were obtained and position was verified. Prior to device deployment a large pericardial effusion was noted. Once resolved, the amulet left atrial appendage closure device was deployed and released into the laa. The position, anchor, size and stability in seal were confirmed echocardiographically and fluoroscopic per the procedure documentation it was noted that a pericardial effusion occurred circumferential . Pericardiocentesis occurred and 560ml drainage removed. The drain was removed a few hours post procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported incidents could not be conclusively determined.